Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation confirmed the reported complaint. The returned instrument was found to have a broken yaw pulley with a missing piece, which measured approximately 0.056 x 0.079. The missing fragment was not returned with the instrument. The instrument conductor cap was also found to be broken and missing. The known common cause of a broken yaw pulley is likely due to mishandling/misuse. The instrument damage likely occurred during reprocessing or upon insertion of the instrument thru the cannula. There is no indication that the instrument malfunctioned since the failure analysis results indicate that the damage may be due to mishandling/misuse. However, this complaint is being reported due to the following conclusion: a piece from the instrument allegedly broke and fell into the patient. The customer indicated that the fragment was left inside the patient and the patient has not received any medical intervention to have the fragment piece retrieved. As of this date, the patient has not returned with any post procedure complications.

Event description:
It was reported that during a da vinci pancreatectomy procedure, the customer identified a clear yellow piece of debris from the permanent cautery hook instrument after it was inserted into the patient. Upon removing the instrument from the patient, the customer identified a piece of the instrument was missing. On (B)(6) 2015, intuitive surgical inc., (isi) obtained additional information from the site's robotics coordinator, who stated that the instrument broke during insertion. The surgeon noticed a small yellow piece inside the patient but indicated that the fragment piece was left inside the patient. She mentioned that the instrument was not replaced; the surgeon used this instrument for approximately 30-45 minutes. The procedure was completed using the da vinci system and there were no further incidents. The patient's status was stable and as of this date, the patient has not returned with any post procedure complications. She indicated the cannulas are inspected regularly using a gauge pin.